Event description:
The pt reported insulin in the cartridge compartment of the infusion device and elevated blood glucose readings of 240 mg/dl. The pt switched to an alternative form of insulin therapy. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.